Event description:
Event description boston scientific received information that these chronic epicardial patch leads exhibited an out of range shock impedance measurement upon completion of a shocking lead impedance test (slit). Previous measurements had been good.